Event description:
It was reported by service report that the locking mechanism of the cot was detached, and a release linkage was detached and hanging freely. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking mechanism, release linkage.